Event description:
Reporter indicated that pt was scheduled for lead replacement surgery because the original lead was "no longere any good". The pt presented to neurologist's office complaining of pain and was referred to neurosurgeon. The pt's device was programmed to off pending the surgery. The pt reportedly began to experience many breakthrough seizures after the device was programmed to off and before the surgery date. Investigation to date has been unable to determine the nature of the alleged device malfunction.